Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. During lead repo- sitioning, body fluid was noted inside the lead. The lead was removed and replaced.